Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/18/2020. H.6. Investigation: customer returned (13) loose 0.3ml bd insulin syringes. Consumer reported that needle hub separates into shield. All 13 syringes were examined, and it was observed that 1 syringe exhibited a broken barrel tip; the broken barrel tip was still attached to the needle hub/shield assembly. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200894508, 200893684] noted that did not pertain to the complaint. Root cause: l2l dispatch #101379 was opened for the form fill and seal jaws ¿snapping¿ the syringes apart. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 3 of 3. Consumer reported returning our call from email reply. Currently has 12 syringes when removed needle shield from syringe the needle hubs removes with the shield lot # 0132200. Catalog# 328438. Date of event 1 syringe 10/19/2020. Date of event other syringes unknown. Email received: to whom it may concern, I have recently purchased my second box of 100 bd veo insulin syringes for my mini pinscher. So far I have not been able to use 10 syringes from this 1 box! When removing the orange cap to expose the needle the needle gets stuck in the cap and then is no longer useable. As a senior with a limited income, this is unacceptable. I paid for 100 but so far only able to use 90. How many more will be trash? Thank you for your attention, ndc ¿ 08290-3284-328438. Lot -0132200. 2025-05-31.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 2 of 3. Consumer reported returning our call from email reply. Currently has 12 syringes when removed needle shield from syringe the needle hubs removes with the shield lot # 0132200, catalog# 328438, date of event 1 syringe (B)(6) 2020, date of event other syringes unknown. Email received: to whom it may concern, I have recently purchased my second box of 100 bd veo insulin syringes for my mini pinscher. So far I have not been able to use 10 syringes from this 1 box! When removing the orange cap to expose the needle the needle gets stuck in the cap and then is no longer useable. As a senior with a limited income, this is unacceptable. I paid for 100 but so far only able to use 90. How many more will be trash? Thank you for your attention, (B)(4). Lot -0132200, 2025-05-31.